Event description:
A report was received that the patient had swelling and discomfort at the pocket site. The patient was prescribed methocarbamol to help with the swelling. The patient was still experiencing discomfort.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient had swelling and discomfort at the pocket site. The patient was prescribed methocarbamol to help with the swelling. The patient was still experiencing discomfort.